Event description:
Two urine samples assayed for creatinine initialy gave results of <0 mg/dl. When repeated, the results were 115 and 276 mg/dl. The field service rep found the lld cable was broken and repaired the instrument by replacing the cable.